Manufacturer narrative:
Concomitant medical product: 50ml baxter bag ndc 0338-0049-41, lot: p349241, exp: may 2017, 0.9% sodium chloride injection; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking from an IV set from below the antisiphon valve where the standard bore sleeve is bonded to bottom of antisiphon valve. Although requested, additional information has not been provided; there was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Functional testing observed a leak at the engagement between the bottom of the antisiphon valve and tubing sleeve components. The observed leaking is due to excessive pressure being able to be exerted during the push of the fluid from a smaller volume syringe (3ml or lower); as it was observed during testing that a smaller volume syringe generated significantly more injection pressure than did a larger volume syringe. The root cause of the leak was excessive pressure being exerted during the push of the fluid from a smaller volume syringe.